Event description:
It was reported that bluish foreign matter was found on the bd microlance¿ 3 needle. The following information was provided by the initial reporter: "the customer reported bluish foreign matter on 30g needle"

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304000 and lot number 210910. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a particle on the cannula surface could be observed; however, without the actual sample, the type of foreign material could not be identified. Twenty retained samples of the same lot number were also obtained from the manufacturing facility for evaluation; however, no defects were found in any of the retained samples. Unfortunately, without the physical sample we were unable to identify an exact manufacturing related cause for this incident. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bluish foreign matter was found on the bd microlance¿ 3 needle. The following information was provided by the initial reporter: "the customer reported bluish foreign matter on 30g needle."